Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor wouldn't power up. The cause for the failure was isolated to corrosion on the monitor pca boards. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) patient's monitor wasn't powering up. The patient was issued a replacement monitor.